Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (500 mcg at 699.39605 mcg/day) and bupivacaine (20 mg at 6.99396 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was not feeling relief from the current pump dosing. An increase in sc fentanyl by 150mcg and an increase in boluses by 15mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient was unsure if the pump was working so an increase in sc fentanyl by 150mcg and increase in boluses by 20mcg each was made. Additional information received from the healthcare provider via a clinical study indicated that the patient continued to experience a lack of pain relief. An increase in sc fentanyl by 175mcg and reduce boluses to 2x/day was made. Additional information received from the healthcare provider via a clinicla study indicated that the addition of morphine at 0.5mg was made to the patient's programming. Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dyet study was performed. Additional information received from the healthcare provider via a clinical study indicated that the patient's pain had worsened. Additional information received from the healthcare provider via a clinical study indicated that an increasein sc fentanyl by 150mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had minimal relief from pump and expressed interest in explantation. A two step wean was started. Additional information received from the healthcare provider via a clinical studyindicated that the addition of hdromorphone by .3mg with a 26hr bridge was done. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 150mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 150mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in hydromorphone by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2024 the patient was given a 2 step wean in fentanyl by 300mcg each. Additional information received from the healthcare provider via a clinical study indicated that the patient was refilled with saline. Additional information received from the healthcare provider via a clinical study indicated that the system was explanted due to the patient not receiving relief.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The catheter was returned and no anomalies were identified. Continuation of d10: product ID: 8596sc, serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.